Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed a persistent restart alert identified as a motor stall, and the user transitioned to backup therapy with fast-acting insulin by injection until a replacement device arrived. Symptoms included no reported change in blood glucose. Outcomes included temporary interruption of automated insulin delivery with user-managed therapy and no hospitalization. Investigation included customer troubleshooting and education, with replacement of the device and return of the original for assessment. Investigation of the returned device revealed a consecutive stalled motor condition consistent with a pump motor malfunction affecting the insulin delivery mechanism. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical malfunction of the pump motor.